Manufacturer narrative:
(B)(4). Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported an extensor realignment surgery was performed due to recurrent subluxation with dislocation of the right patella.